Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the dxi 600 access immunoassay system serial number (B)(4). The sample from the first patient (designated as patient one (1)) was reanalyzed on the same unicel dxi 600 access immunoassay system four (4) times and lower results, within the laboratory's normal reference range were obtained. The sample from patient one (1) was also tested twice using an alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, within the laboratory's normal reference range, were obtained. The sample from the second patient (designated as patient two (2)) was reanalyzed on the same unicel dxi 600 access immunoassay system three (3) times and lower results, within the laboratory's normal reference range were obtained. The sample from patient two (2) was also tested three (3) times using an alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, within the laboratory's normal reference range, were obtained. The initial elevated access accutni+3 result for patient one (1) was reported out of the lab. The initial elevated access accutni+3 result for patient two (2) was not reported out of the lab. There was no reported change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Quality control (qc), calibration, system check, precision run, and retested access accutni+3 patient samples were performing within assay and instrument specifications. The customer's biomedical engineer verified the laboratory's centrifuges were performing within specifications. The samples were collected in lithium heparin plasma tubes without gel separators. Samples were centrifuged for four (4) minutes at 3000 rpm (revolutions per minute). No sample integrity issues were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. System parameters of quality control (qc), calibration, system check, and precision run were performing within assay and instrument specifications. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.